Manufacturer narrative:
The product has not been returned to evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information stating customer received multiple occlusion alarms. Customer did not know if blood glucose level was impacted.